Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Pump settings and delivery history were reviewed with the pt's mother and confirmed as accurate. If the device is returned, an eval shall be completed, and a supplement report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the pt was hospitalized for elevated blood glucose levels and dka.